Event description:
Affiliate reported the customer alleged damage to a glyde scope when being processed in the sterrad nx sterilizer. The customer refused to provide any details for the damaged device worksheet. The damage was reported to have been found before use on a pt.

Manufacturer narrative:
(B) (4) damaged device. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their device, asp dose not have the means to provide up-to-date info related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems; however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. In october 2007, a CAPA was initiated and a customer letter was sent to all sterrad systems users instructing them to discontinue using and destroy all brand- and model-specific compatibility lists and any asp instrument assessment documentation that describes the compatibility of specific devices. The letter also advised the customer to contact the device manufacturer (mdm) or refer to the instructions for use (IFU) for the device to determine if a specific brand and model of device will remain functional following sterilization in the sterrad system. Info related to specific brands and models of medical devices, over time, can become outdated as manufacturers introduce new technologies and make materials, manufacturing and repair process changes. A risk assessment was performed for damage to customer device after processing in the sterrad systems. The assessed risk was determined to be as low as practical at this time. Attempts to identify the device model number, type were unsuccessful; therefore, no further investigation is possible.